Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caregiver change. The patient was treated with vancomycin injection (1g, intraperitoneal, every 4th day, discontinued) and amikacin injection (250mg, intraperitoneal. Once daily. Discontinued) for the event. It was reported the caregiver was retrained on proper aseptic techniques. At the time of this report, the patient has recovered from the event. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b7, h2, and h11 b5: upon follow-up, it was reported that the patient had catheter migration so pd catheter was removed and the patient was transferred to hemodialysis (hd). Hd was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, intraperitoneal, every 4th day, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient recovering from the event. No additional information is available.